Event description:
It was reported that stimulation could not be adjusted on the implantable neurostimulator and that there was a power-on reset condition. Additional information has been requested, a follow-up report will be sent if additional information becomes available.